Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another device (onetouch verioflex). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 at around 2:06 p.m. The patient claimed obtaining blood glucose results of ¿205 and 282 mg/dl¿ with the subject device and ¿153 mg/dl¿ on the other device, performed within 20 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and advised that in response to the alleged result of ¿282 mg/dl¿ obtained at around 2:06 p.m., on (B)(6) 2017, she administered 2 units of insulin. The patient advised that at around 3:38 p.m., on the same day, she developed symptoms of feeling ¿shaky and jittery¿ and that she subsequently measured her blood glucose with the other device (onetouch verioflex), reportedly obtaining a result of ¿49 mg/dl¿. The patient advised that she immediately self-treated by consuming food and/or drink to increase her blood sugar. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was noted by the csr that the patient did not have testing supplies available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on the alleged elevated readings obtained on the subject device.